Event description:
Patient reports rupture and capsular contracture, baker grade unknown. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/ procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Visibility/ palpability: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reports, rupture. And capsular contracture, baker grade unknown. The device has been explanted. This relates to the right side.

Event description:
The device has been explanted.